Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2011-00169. Information received via medical affairs indicated that a patient experienced sub-acute stent thrombosis and a myocardial infarction after having two cypher stents implanted. The patient's history is significant for hyperlipidemia and coronary artery disease. The indication for the procedure is unknown, but the patient had a 2.75mm x 13mm cypher stent and a 3.50mm x 28mm cypher stent implanted in unknown arteries. Approximately ten days later, the patient experienced an mi, which resulted in angioplasty to "open the clot in the lad" and a four day hospital stay. Treatment also included effient. The patient had been on aspirin, lisinopril, metoprolol and lipitor since the day after the stents were implanted. It is not known if there was any other anti-platelet therapy prescribed at the time the stents were implanted. No other information is available. The sterile lot numbers for the devices is unknown therefore no device history report review could be performed. Myocardial infarction and stent thrombosis are known potential adverse events associated with implanting coronary artery stents. With the very limited information provided and not knowing where the original stents were implanted it is not possible to determine what factors may have contributed to the reported event.

Manufacturer narrative:
This is one of two products involved with the reported event. Additional information will be submitted within 30 days of receipt.

Event description:
A consumer called for medical information and reported an adverse event. On (B)(6) 2010 consumer had two cypher stents placed in coronary arteries for unknown reasons. On (B)(6) 2011, the consumer experienced a myocardial infarction, which resulted in an angioplasty to "open the clot in the lad" and a four day hospital stay. Treatment also included effient. The event resolved on (B)(6) 2011. No further information obtained.